Event description:
It was reported the patient received the following results within 15 minutes: 286 mg/dl, 109 mg/dl and 202 mg/dl. The patient experienced symptoms of hypoglycemia like feeling sweaty and clammy and he was pale. He self treated by drinking soda and orange juice.